Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 453 mg/dl. Customer had called in for troubleshooting multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.